Manufacturer narrative:
While there is a temporal relationship between ccpd treatment with the liberty cycler and the patient¿s (pt's) difficulty breathing (dyspnea) which led to hospitalization; there is no documentation to support a causal relationship. Based on the available information, it is unknown what may have caused the pt¿s difficulty breathing. However, at this time, there have been no reported allegations of a liberty cycler malfunction associated with this event. Details surrounding the pt¿s hospitalization course are unavailable. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported to technical support that during treatment the patient experienced trouble breathing. The patient¿s contact indicated that the patient¿s breathing issues was not related to the dialysis treatment. The patient¿s treatment was cancelled. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient was hospitalized on an unspecified date for difficulty breathing and that the patient was still in the hospital at the time of follow up. Additional information was solicited.